Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a collapsed insertion tube. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube was dented, the nozzle had foreign objects, the bending angle in the up direction was out of standard, the up/down knob had play, the bending section rubber had a scratch, the adhesive on the bending section rubber was a clouded white, the air/water supply was low due to clogging of the nozzle, water removal was out of standard due to clogging of the nozzle, the adhesive around the objective lens was clouded white, and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.